Event description:
Cath lab pacu has had x3 adverse outcomes, potentially tied to closure device used, resulting in x1 death, and x2 serious injury. All patients with low bp several hours after cath procedure. No indication in charting of difficulty with device. Root cause of failure ongoing at facility.

Event description:
Cath lab pacu has had x3 adverse outcomes, potentially tied to closure device used, resulting in x1 death, and x2 serious injury. All patients with low bp several hours after cath procedure. No indication in charting of difficulty with device. Root cause of failure ongoing at facility.